Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) paddle lead implant procedure, during which the laminae at the t7, t8, and t9 vertebrae were resected to allow placement of the paddle lead in the epidural space. The surgery was completed successfully; however, several hours later, the patients leg had become immobile. The physician assessed that there was a small hematoma, but the narrow space where the paddle lead had been inserted may have contributed to compressing the nerves. Thereafter, the implanted paddle lead was repositioned. A day later, the lead was explanted in the operating room, where the patient remained under observation in the hospital. The patient is reportedly improving, and the degree of paralysis is subsiding. The device will not be returned by the medical facility.